Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while using the specimen removal bag, the device¿s bag tore, specimen fell into the patient. A new bag was used in order to resolve the issue. No patient injury.